Event description:
The account alleged that the head brake casters were ratcheting and would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the head brake casters to resolve the issue.